Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs.") And nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for the following events dysmennorhea, dyspareunia, pelvic/ abdominal, back pain, psych injury, migration, bladder probs. And urinary probs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs.") And nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for the following events dysmennorhea, dyspareunia, pelvic/ abdominal, back pain, psych injury, migration, bladder probs. And urinary probs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left coil was difficult to implant" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included grand multiparity. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), intermenstrual bleeding ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs."), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, heavy menstrual bleeding, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, nausea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, nausea, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (per pfs; discrepancy noted). She received treatment for the following events dysmennorhea, dyspareunia, pelvic/ abdominal, back pain, psych injury, migration, bladder probs. And urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (right tube occluded); on (B)(6) 2010: both tubes are blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Medical history, reporter information was added. On 28-may-2021: fu 7 & 8 processed together. Mr received. No new clinical information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left coil was difficult to implant" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs."), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, nausea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2009 (per pfs; discrepancy noted). She received treatment for the following events dysmennorhea, dyspareunia, pelvic/ abdominal, back pain, psych injury, migration, bladder probs. And urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (right tube occluded); on (B)(6)2010: both tubes are blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left coil was difficult to implant" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs."), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, nausea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: dec2009(per pfs; discrepancy noted). She received treatment for the following events dysmenorrhea, dyspareunia, pelvic/ abdominal, back pain, psych injury, migration, bladder probs. And urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2010: unilateral occlusion (right tube occluded); on (B)(6) 2010: both tubes are blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event added- device difficult to use and vaginal haemorrhage. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs.") And nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea, dyspareunia, pelvic/ abdominal, back pain, psych injury, migration, bladder probs. And urinary probs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea", events- " dyspareunia, pelvic/ abdominal, back pain, menorrhagia, metrorrhagia, anemia, breakage, psych injury, migration, bladder probs., urinary probs., hormonal changes, nausea and plaintiff did not undergo confirmation test" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.